Manufacturer narrative:
Discrepant weak positive d(rh1) antigen typing result for one patient. The root cause could not be determined. No general product failure is identified. A biased result was reported to physician. The patient was not harmed. Complaint : 1968139 / qerts : 404469.

Event description:
The customer is reporting a discrepant weak positive d(rh1) antigen typing result for one patient sample using ortho biovue technique in conjunction with their ortho vision biovue analyzer. Complainant/ complaint reporter: (B)(6) (laboratory manager) event date: beginning of (B)(6) 2017 (exact date not provided) reported on:(B)(6) 2017 by (B)(6) to the helpdesk. Patient information: pregnant patient known to be d(rh1) antigen negative. Software version: 4.8.0 reagent: ortho biovue system abo/rh-reverse grouping cassette lot and expiry date not provided the customer said that they had tested a patient sample for d(rh1) antigen typing using ortho biovue system abo/rh-reverse grouping cassette in conjunction with their ortho vision biovue analyzer and that they had obtained a weak positive reaction (with 0.5+ reaction strength) with the biovue anti-d(rh1) reagent. No further detail was provided. The customer said that a d(rh1) antigen positive result was automatically accepted and transferred to their laboratory information system (lis) where the result was blocked. The customer said that a biased result was reported to the physician. The customer said that no patient was harmed as a result of this event.